Manufacturer narrative:
The device was discarded. There is no allegation of a malfunction. Therefore, no device evaluation will be performed.

Event description:
A lead extraction case commenced to remove 3 leads: one functioning right atrial (ra) lead, one functioning right ventricular (rv) lead and one non functioning rv lead that had been cut and capped in a previous procedure on (B)(6) 2010. During this procedure, the physician first removed the functioning rv and ra leads. Next, the physician proceeded to remove the non-functioning rv lead with a spectranetics 13f tightrail and spectranetics lead locking device (lld). Upon lead extraction attempt, the lld was placed inside this lead as a traction platform. The tightrail proceeded into the rv but was not closer than 1cm from the distal tip of the lead. Using the lld as the traction platform the lead was removed. After removal of the rv lead, lld and glidelight, a suspected perforation was noticed in the rv apex after the rv lead and been pulled away, causing an effusion in the pericardium. Pericardiocentesis was performed and the patient survived.